Event description:
This patient was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the bare platinum treatment arm. The patient is a (B)(6) female who presented with an unruptured aneurysm in the ophthalmic region of the left internal carotid artery. The aneurysm was coiled on (B)(6) 2013 and on (B)(6) 2014 the patient presented to the emergency department with room spinning vertigo. The patient began having a popping and cracking sensation in her right ear 2 days ago. She complained of acute hearing loss on the right side. A CT scan of the head was negative. An ear-nose-throat physician consult resulted in a diagnosis of benign paroxysmal positional vertigo. An audiogram and tympanogram will be scheduled. The patient was admitted overnight for observation. The benign paroxysmal positional vertigo recovered with sequelae on (B)(6) 2014. The benign paroxysmal positional vertigo was reported as serious adverse event which required in subject hospitalization or prolongation of existing hospitalization.